Event description:
It was reported that a mayfield modified skull clamp slipped during a procedure. A female pt in her 40's had her head placed in the mayfield head rest in preparation for a posterior decompression of the spine an insertion of a spinal cord stimulator in the cervical region. The pins were inserted and then the physician adjusted the pt's head. During this position change the pins moved and she incurred a three inch laceration over her temple. The laceration required staples. Disposable adult size pins were used during this procedure. The surgery was delayed for twenty minutes. The operating room manager does not attribute the incident to the unit. He feels that this event was related to the surgeon's error.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.